Manufacturer narrative:
The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified wear abrasion and opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identified an opening striated in the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening in the radius side assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.